Event description:
The pt had an epicardial pacemaker placed during her CABG surgery on (B)(6). It was set in vvi mode at a rate of 60. On post-op day 1, at 16:12, it spontaneously began continuous, asynchronous pacing at a rate of 60. The pacer fired on a t-wave, sparking r-on-t phenomenon and sent the pt into vtach. She coded, was resuscitated, the pacer continued firing and she coded again. She was resuscitated a second time and taken to the cath lab. The pacemaker rate was then turned to 45 at vvi, but it continued firing at a rate of 60 nonetheless. The pacemaker was pulled and the pt recovered.